Event description:
A doctor contacted baxter (B)(6) regarding a connection issue with the titanium adapter and uv flash transfer set patient connector. The patient stated that there was a 2mm gap between the patient connector and the titanium adapter when the transfer set was changed and the transfer set had also separated when the patient was taking a bath. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Baxter received sample for evaluation. Visual inspection performed with no issues noted. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. The complaint for connection issue was not confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This product is not distributed in the us and does not have a 510(k) number.